Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) experienced oversening and inappropriate therapy. An invasive procedure was performed and a negative rate sensing seal plug was found to have fallen out of the device header. The seal plug hole was filled with medical adhesive and no new oversensing episodes have been recorded.